Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. The patient did not seek medical attention. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 04/2014 - initial use, electrode belt (B)(4): 05/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response at 181bpm with motion artifact contributed to the false detection. The patient was sitting in a chair at the time of the event. The patient was conscious at the time of the event. The patient reports that she did not hear the alarms or feel the treatment. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient did not seek medical attention.